Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 serial# (B)(4) implanted: 2016 (B)(6) explanted: 2016 (B)(6) product type lead product ID 977a260 serial# (B)(4) implanted: 2016 (B)(6) explanted: 2016 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported the leads most likely fractured while doing box jumps during crossfit training. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported there was a loss of therapy. The patient had his settings cranked up to 10 and had to twist in a certain position before he could feel any stimulation. Additional information received from the patient on (B)(6) 2018 reported that their leads broke in (B)(6) 2016 and disconnected from the battery. The patient was not sure why this had happened. A surgery was conducted to 'anchor' new leads to the patient's spine. It was noted that the patient woke up early during the surgery because they quit breathing. The patient stated that they have severe sleep apnea and that they do not deal well with anesthesia. The replacement/revision resolved the issue and everything was working fine now for the patient. No further complications were reported.